Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. The rv lead was not used and replaced during the procedure. The patient remained in stable condition.